Event description:
It was reported that the 6600 system had the x-ray alarm going off intermittently during a case. No patient injury was reported.

Manufacturer narrative:
The customer canceled the service call.